Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. No damage was noticed prior to use of the instrument. The surgical task that was being performed when the issue occurred was suturing. There was no collision with any other instrument. Before the cable being broken there was no issue related to opening/closing of the grips. Before the cable being broken there was no issue related to left/right (yaw) motion of the grips. Before the cable being broken there was no issue related to up/down (pitch) motion of the wrist.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large suturecut needle driver instrument involved with this complaint and completed the device evaluation. The instrument was analyzed and found to have a broken grip cable at the distal idler pulley. The cable was fully broken. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver instrument was noted to have broken cable. The procedure was completed using a backup instrument with no reported injury.